Event description:
During the device evaluation, foreign objects were observed on the ultrasound gastrovideoscope's plastic distal end cover, forceps elevator, universal cord, and image guide tube. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign materials and the root cause of why they remained in the device could not be definitively determined. It is likely that this occurred because reprocessing was not completed properly. This event is detectable and preventable by handling device in accordance with the following IFU: chapter 7 cleaning, disinfection, and sterilization procedures warning all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Warning if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.